Manufacturer narrative:
Device not returned, investigated with physician. Results - no conclusion can be drawn at this time. The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.

Event description:
A pt had a successful x-stop implant procedure. Approx two months following the procedure, the pt fell, resulting in leg and neck pain. A subsequent MRI demonstrated a disc herniation with the x-stop still appropriately implanted. The pt underwent a fusion procedure. The pt did well and did not experience any permanent impairment. After the initial report, medtronic contacted the physician to review the case. The physician did not believe that the x-stop implant caused the herniation but had to allow that there could have been an alteration in disc pressures that could have contributed. The x-stop implant has not been returned to medtronic. As further info is developed, medtronic will provide it.